Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging unusual issue. The reporter alleged last charging battery 2 weeks ago and the meter is now asking to recharge battery. When connecting meter to usb cable and power outlet, nothing happens and meter doesn't charge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (03/11/2014), the patient¿s meter and usb cable/ac adaptor have been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter involved with this complaint passed testing. The reported issue could not be confirmed. The usb cable/ac adaptor involved with this complaint failed testing. The ac adaptor was found to be defective. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.